Event description:
Details of the incident (timeline, circumstances, etc.): the needle tip is broken when did this occur?: during use injury caused by needle stick: no additional measures taken: no was the product used on a non-human subject?: no is the returned item used?: unknown if used, what is adhering to it?: no expected number of returns/number collected: 1. Tmaik 19may2026: event date updated as per attached confirmation from region. Event date unknown.